Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-2324slm swivelock tip broke off while inserting the anchor. This was discovered during a procedure on (B)(6)2024 with no patient harm. Additional information requested 11/21/2024.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information provided on 11/22/2024: it was further reported that this was discovered during a rotator cuff procedure. A 4.75 swivelock starter was used to prepare the bone socket for insertion. The procedure was completed successfully, no other lateral anchor was used, only the titanium one was knotted. It was reported that a piece broke inside the patient and fragments were removed. Additional information requested 12/23/2024.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.